Event description:
On (B)(6) 2013, the patient was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the patient had very diseased arteries. The physician experienced difficult advancing the catheter, therefore, a decision was made to balloon (boston scientific mustang balloon 6x100) the left common iliac and left external iliac arteries. As a result of ballooning, the patient developed a dissection the left common iliac artery. The physician was planning on covering the hypogastric artery due to the artery and common external junction being diseased. The hypogastric artery was receiving collateral flow from another vessel therefore a gore pxl 161207/11601630 device was used to cover the hypogastric artery. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.